Manufacturer narrative:
Internal complaint reference (B)(4).

Event description:
It was reported that, during an arthroscopy, the fastfix 360 device, the suture was broken when knotted. T1 stays in the patient, t2 removed. No significant delay and the procedure was finished with a smith and nephew back up device. No further complications were reported.

Manufacturer narrative:
H10: h3, h6: the reported device was received for evaluation. There was no relationship found between the device and the reported event. A visual evaluation showed that the device was returned in its original box and pouch that has the batch number of the complaint on both labels. The suture appears to have been cut and the t1 is missing. The t2 and suture are off the needle. The actuator is in the pre-t1/post-t2 position. There is bio debris on the needle. A functional evaluation showed that the actuator cycled as intended. Based on the condition of the product material found during visual inspection, additional material testing is not required. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review found similar reported events. A review of the suture material drawing/specifications found that a certification is required with each lot. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. The complaint was not confirmed and the root cause could not be determined since the reported malfunction could not be duplicated during the product evaluation process. Breakage of the suture can occur if there is damage caused by sharp instruments. No containment or corrective actions are recommended at this time.

Manufacturer narrative:
H10: internal complaint reference: (B)(4). H6 updated.